Event description:
The pt reportedly experienced intermittencies and overly loud stimulation which causes pain. External equipment has been exchanged; however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.